Manufacturer narrative:
A visual examination of the returned device found that the proximal end of the stent was deployed by 5mm on the delivery system. The distal edge of the partially released stent was splayed outwardly. During a functional analysis, an attempt was made to release the stent. The stent released freely on the first attempt with no restrictions noted. No further issues were noted with the returned device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The most probable root cause is undeterminable.

Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent system was used during an esophageal stent implantation procedure on (B)(6), 2011. According to the complainant, the patient had a severe stenosis in the distal esophagus due to advanced gastric cancer. The length of the stricture was 150mm and the diameter was 8mm. The anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. During the procedure, when the physician attempted to deploy the stent, the stent failed to completely release. A second physician also attempted to deploy the stent but without success. No visible issues were noted with the stent system. The stent delivery system was removed from the patient with the stent partially deployed. However, when the partially deployed stent was withdrawn through the stenosis, an esophageal hemorrhage occurred. The hemorrhage was treated with dicynone medication and fluid replacement. Following removal, the stent still failed to completely deploy outside of the patient. The procedure was aborted due to this event. The patient condition at the conclusion of the procedure was reported to be "stable." Three days following the procedure, a second procedure was performed and an ultraflex covered esophageal stent was successfully implanted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent system was used during an esophageal stent implantation procedure on (B)(4), 2011. According to the complainant, the patient had a severe stenosis in the distal esophagus due to advanced gastric cancer. The length of the stricture was 150mm and the diameter was 8mm. The anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. During the procedure, when the physician attempted to deploy the stent, the stent failed to completely release. A second physician also attempted to deploy the stent but without success. No visible issues were noted with the stent system. The stent delivery system was removed from the patient with the stent partially deployed. However, when the partially deployed stent was withdrawn through the stenosis, an esophageal hemorrhage occurred. The hemorrhage was treated with dicynone medication and fluid replacement. Following removal, the stent still failed to completely deploy outside of the patient. The procedure was aborted due to this event. The patient condition at the conclusion of the procedure was reported to be "stable." Three days following the procedure, a second procedure was performed and an ultraflex covered esophageal stent was successfully implanted.